Event description:
It was reported patient underwent a total left hip arthroplasty on (B)(6) 1999. Subsequently, patient was revised on (B)(6) 2013 allegedly due to dislocation. The modular head and metal liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05680 / 05681).